Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4); h6: health effect - impact code - correction. H6: health effect - impact code - f1005 overdose.

Event description:
Subsequent to the initial MDR, additional information is required. The patient dosed 8 units of insulin based on cgm reading of 220 mg/dl. The spouse noticed the patient was delirious while asleep and called paramedics. No mention of cgm reading at that time, but bg was 40 mg/dl. At the hospital, the patient was treated with juice and underwent blood testing before being discharged. There was no documentation of further medical intervention. At the time of the report, the patient was doing okay. No additional patient or event information is available.